Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The determination of a root cause could not be completed without analysis of the device involved; therefore the most probable root cause of the event is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when attempting to perform a sphincterotomy at the papilla of vater, the device failed to conduct electric cautery. Reportedly, there was no visible damage noted to the device. A non bsc active cord was used in this procedure. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.